Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead passed introducer test. The analyst commented that the lead passed introducer test. Tissue visible inside helix.. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged one-day post implant. The ra lead experienced placement difficulty during revision. The rv lead experienced insulation buckling during revision. Both leads being explanted and replaced. No patient complications have been reported as a result of this event.